Manufacturer narrative:
A review of the device history records is currently underway. The device has not been returned to the manufacturer to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon became entangled and would not deflate while being used to post-dilate a stent in the superficial femoral artery. Reportedly, the vessel was heavily calcified and the balloon became stuck within the stent. Attempts were made to deflate and dislodge the balloon from the stent; however, this was not successful. The catheter hub was cut and a sheath was passed over the balloon. The sheath and balloon catheter were removed together. There was no report of injury to the pt.